Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded at 15.5 cm to 15.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise.

Event description:
It was reported that during a device upgrade procedure, the right ventricular lead exhibited noise. Insulation abrasions were seen on the lead. The lead was explanted and replaced. No patient symptoms were reported.